Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number remains implanted and was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that tpa was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause of the reported event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after their ventricular assist device exhibited low flow alarms along with complaints of weakness and dizziness as a result of heart failure. Upon hospitalization, the patient continued to have low flow alarms with a flow of approximately 1.5 liters/minute and was suffering from sustained supraventricular arrhythmia requiring drug treatment/ca rdioversion. Full labs were done with noted elevated lactate dehydrogenase (ldh) and creatinine. The patient was admitted to the intensive care unit (ICU) with presumptive left ventricular device (lvad) thrombus as a result of a subtherapeutic anticoagulation. The patient was started on heparin drip. Of note, the patient was previously hospitalized for a gastrointestinal bleed and anticoagulation had been on hold since discharge. Low flow alarms persisted and vasopressor medications were increased along with new acidosis. Ldh reached a critical level and was continuing to trend up with minimal flow and pulsatility noted on monitor. Echocardiogram showed decreased outflow velocity. The vad team recommended a pump exchange, however, patient refused surgical intervention. The patient agreed to receiving tissue plasminogen activator (tpa) therapy. Heparin was placed on hold and tpa was started. The patient subsequently needed intubation for acute hypoxemic respiratory failure. Eventually, the patient's ldh started to trend down. Tpa was continued and patient remained intubated. Vad flows returned to patient's baseline after 48 hours of tpa therapy. Tpa was discontinued and heparin drip was started 2 hours after tpa discontinued. The patient was extubated and flows continued to remain at baseline. The patient was transferred out of the ICU and warfarin was administered. The vad remains in use. No further patient complications were reported as a result of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.